Manufacturer narrative:
Ge healthcare inspected the equipment and noted the following: flow sensor pins were bent, adjustable pressure limit valve (apl) was holding 14 cmh2o at 0 cmh2o, piece of plastic from the breathing circuit package was stuck on the expiratory check valve seat. The flow sensors and apl valve were replaced, and the plastic was removed from the seat. No report of patient involvement.

Event description:
The hospital reported the unit would not pass the preoperative test. There was no report of patient involvement.